Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted that the patient was in chronic atrial fibrillation. Technical services discussed troubleshooting options. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported. Additional information was received that defibrillation threshold testing was performed in which it appeared that the right ventricular (rv) lead was fractured. He patient was shocked five times and four external shocks were required to convert the arrhythmia. Subsequently, the rv lead was surgically abandoned and replaced. The new rv lead remains in service. No additional adverse patient effects were reported.